Event description:
Customer reportedly obtained results of 152mg/dl, 82mg/dl, and 81mg/dl on the aviva system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.